Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient headaches, facial and throat irritation, weight gain. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The dreamstation auto device was returned to the third-party service center for further evaluation. During evaluation, sound abatement foam degradation was not observed. There was no evidence of foam degradation or particles in the assembly. The device did not contain contamination from cigarette smoke or insect infestation. A secondary finding of dust/dirt contamination inside the device was observed. The service center also retrieved and reviewed the device's error logs. There was one non-actionable error found. The third-party service center could not confirm the customer's allegation and there was no visible foam degradation. The unit was scrapped after device evaluation was completed. Sections g1, h2, h3, and h6 have been updated in this report.